Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7267903, medical device expiration date: 9/30/2022, device manufacture date: 10/11/2017, medical device lot #: 7238693, medical device expiration date: 8/31/2022, device manufacture date: 9/12/2017. Investigation summary: sample evaluation: one loose 3ml assembled syringe was received by bd (B)(4) and reported to be from either batch #7267903 or 7238693. The sample was visually evaluated. The syringe was found to have a piece of foreign matter inside the barrel larger than level three in size. The large piece of fm was likely a piece of ferromagnetic metal, as verified with a magnet ¿ it was strongly attracted to it. Foreign matter the size observed is a rejectable condition at bd (B)(4). DHR review for batch 7267903: manufacturing dates: 10/03/2017 to 10/04/2017. Batch quantity was 741,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7267903 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7238693: manufacturing dates: 09/07/2017 to 09/08/2017. Batch quantity was 768,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7238693 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the sample evaluation: ¿ confirmed: bd (B)(4) was able to confirm the customer's indicated failure. The root cause is undetermined.